Event description:
During the procedure, it was noted that the right ventricular (rv) lead did not penetrate properly, and after multiple attempts of implant, it was noted that the helix of the rv lead had failed to retract.

Manufacturer narrative:
The reported events were "right ventricular (rv) lead had dislodged" and helix mechanism issue. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged, and after multiple attempts of implant, it was noted that the helix of the rv lead had failed to retract. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.